Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was passed rewind, basic occlusion test, occlusion test, prime test,excessive no delivery test and displacement test. Device was received with cracked case at lcd window corners and battery tube threads. Device was received with scratched lcd window. Unable to verify belt clip anomaly. No belt clip received with pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was performed. The device was returned for analysis.